Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation at below nominal pressure, the balloon ruptured. The device was removed from the patient without any problem. The procedure was completed with a different device. No patient complications were reported and the patient status was good.